Event description:
It was reported that battery longevity estimates dropped by 1.5 years over 2 months for no apparent reason. Premature battery depletion was suspected. Based on the calculation from technical services, the battery depletion seemed normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.